Event description:
Voluntary medwatch received states the patient's lead had fractured. The lead was successfully explanted. No information regarding patient consequences was received.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5167249.